Event description:
It was reported that after the iab was inserted, blood was noted in the helium tubing. The iab was removed and not replaced because the patient was hemodynamically stable. There were no patient complications.